Event description:
Customer reported a high blood glucose reading of 546 mg/dl. She expressed symptoms of nausea and thirst. She treated with a bolus from the insulin pump. She stated that the drive support cap appeared normal. She stated that there was no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. She was advised to remove the infusion set and stated that the cannula was not bent or occluded and that the insertion site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.